Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the tibial component noted foreign material present on the posterior surface, and on the pegs which were separated from the plate. Scratches can be seen on the anterior surface of the tibial plate. Review of the device history records for tibial component did not find any deviations or anomalies. Review of the primary notes shows the patient underwent right total knee arthroplasty due to osteoarthritis. Excellent stability was achieved with trial components. After removal of trial components; size 9 tm tibial base plate was placed and had excellent fixation with bone. Stability achieved was as good as with trial components. 0-130 degrees of flexion was obtained, with no ligament laxity through a full range of motion. Patient was in stable condition without complications. Review of the revision notes confirmed that the patient underwent surgery due to loose tibial base plate. Tibia had fibrous union. Osteotome could be easily placed underneath the tibial base plate without difficulty. Pegs were cut off for removal of the implant, and the medial peg was found to be clearly loose and rotating. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.